Manufacturer narrative:
The cartridge was not returned to animas. There is no investigation necessary. The retain from cartridges with the reported lot # were confirmed to be defective.

Event description:
On (B)(6) 2011, the patient's mom/reporter claimed that she has the cartridge with the recall lot #b201575. Reportedly, the reporter could smell the insulin and saw moisture when she changed the cartridge at one point. There was no blood glucose excursion related to the reported issue. In addition, there was no report of any symptoms or medical intervention that would suggest an event involving a serious injury. This complaint is being reported as a malfunction due to the alleged insulin cartridge leakage.